Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, it was reported that the patient developed chronic infection, pain and inflammation at the implant site. The site was treated with IV and topical antibiotics; however, the issue didn't resolve, resulting in explantation of the device on (B)(6) 2019. The patient was reimplanted on (B)(6) 2020.

Manufacturer narrative:
It was reported that only abutment was removed on (B)(6) 2019 while the implant remains in-situ. Additional information is received stating that there was a skin revision performed under a general anaesthetic. This report is submitted on aug 24, 2021.